Manufacturer narrative:
(B)(4). Approximate age of device ¿ 43 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange on (B)(6) 2016 for suspected device thrombosis. Additional information was requested but was not received.

Manufacturer narrative:
Device evaluation: the report of suspected device thrombosis was confirmed based on the evaluation of the returned pump. Upon disassembly of (B)(4), thrombus formations were found surrounding the inlet bearing cup and ball, obstructing approximately 20-30 percent of the blood flow pathway. The two thrombus rings appeared to be similar in color and structure, suggesting that they were likely a single formation prior to the disassembly process. The thrombi revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombus formation developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. In addition, examination of the outlet stator revealed a small, white tissue-like deposition situated adjacent to the outlet bearing ball and on one stator blade. The deposition was loosely seated and was not adhered to the blood-contacting surfaces. Although the origin of the deposition could not be conclusively determined, its lack of laminated layering suggests that it did not initially form in the outlet stator. In addition, the deposition lacked denaturation and no contact marks were observed on the outlet portion of the rotor or the outlet bearing cup, suggesting that the deposition was not present while the pump was operating. Although a duration of time for which it was present in the pump could not be conclusively determined, the size and structure of the deposition suggests that it was unlikely to have contributed to a functional issue. A specific cause for the development of the observed depositions in the device could not be conclusively determined through this evaluation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.